Event description:
It was reported that a patient fell out of the bed and the user was not alerted because the bed exit was not set (use of device issue). There were no adverse consequenses or clinically relevant delay in treatment, and no defects with the bed were alleged.